Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ deformation/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of both findings are expected or random component failures without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rhino laryngo videoscope to the service center for a separate issue. During the device analysis, the olympus service technician indicated that corrosion was visible on the venting connector of the light guide connector and the coating on the connecting pipe was peeled off. It was determined that the light guide connector and the connecting tube needed to be replaced. There was no patient involvement.